Event description:
A vns programming nurse reported to our therapeutic consultant that their dell x50 handheld computer would not hold a charge. It was reported that when it was plugged in, the red light would come on, but would sometimes go off and the red light would flicker. Good faith attempts are underway for the product to be returned for analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld was returned on (B)(6) 2011 and product analysis has been completed. An analysis was performed on the returned handheld and an issue was identified with the returned serial cable. Continuity testing was able to identify an intermittent negative electrical connection in the power connector portion of the handheld serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis. An analysis was also performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.